Event description:
Damage to a tandem mobi charging pad was reported, and the caller was relying on a third-party charging pad after the original became inconsistent. The customer's blood glucose level was not adversely impacted. A new charging pad was sent to the customer.